Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge properly, without the customer moving the cable around while it is in the usb port. There was no impact to the customer's blood glucose level.